Event description:
On 09-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (2 introducers needle) showed that visual test result was within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached close to the site, while trying to insert/ use the infusion set. The site location was the patient's abdomen. The infusion was used for less than a day and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 220 mg/dl. No further information available.

Event description:
(B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached close to the site, while trying to insert/ use the infusion set. The site location was the patient's abdomen. The infusion was used for less than a day and they were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 220 mg/dl. No further information available.